Manufacturer narrative:
Complaint (B)(4) restrospective filing. Received 8 racks and 127 loose pieces 454008p/b17103b4 for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The alleged malfunction was not confirmed.

Event description:
Customer advises about 2-3 tubes /pack have little to no vacuum. The ones with little vacuum fill less than halfway. Customer states most draws are with straight needle. If butterfly is used, waste tube is drawn.